Manufacturer narrative:
H6: investigation findings and investigation conclusions have been updated to code c19 and codes d1102 and d12, respectively. H6: code c19: review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: codes d1102, d12: IFU statements: the gore® dryseal flex introducer sheath instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail, and the below statements were identified as having a relation to the complaint. Warnings on applicable subjects (patients): 1. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) in accordance with the observation in CT image or angiography obtained by pre-operation / operation or visual observation obtained by operation is required to ensure successful use of gore® dryseal flex introducer sheath (flex). [If vessel size is smaller than the introducer sheath outer diameter (table 1) or if vessel is not adequate for access, major bleeding, vessel damage, or embolism, may result.] Warnings on usage: 1. Advance and remove this device or guidewire, catheter, or other devices through this device only under fluoroscopic guidance and confirm the location. Do not continue advancement or retraction of the device if there is resistance. Determine the location and the cause of resistance before proceeding. [If we did not confirm the location under fluoroscopic guidance or continued advancement or retraction against resistance may result in vessel damage or damage to / breakage of the device.] 2. Device defects and adverse events: [other adverse events]: vascular trauma, dissection.

Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. As gore was unable to determine which device/device component is involved in this reportable. Adverse event, the following additional device will be identified in this report: catalog# dsf2233, serial# (B)(6) and UDI (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent an emergency endovascular treatment for thoracic aortic aneurysm rupture using gore® tag® conformable thoracic stent graft with active control system and gore® dryseal flex introducer sheath. During the procedure, the sheath could not be advanced from either femoral artery. Therefore, it was inserted from the trunk part of the y-shape graft which had been previously implanted in the abdominal aorta. After completion of the implantation, intraoperative angiography showed dissection in the right external iliac artery. Additional gore® viabahn® endoprosthesis with heparin bioactive surface was implanted in the right external iliac artery. The patient tolerated the procedure. The reporting physician commented as follows: the sheath did not pass the leg part of the y-shape graft and excessive force was applied, so probably it was the cause of dissection.